Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a, g, b, c codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incorrect concentration on medication was not confirmed through review of the event logs or replicated during laboratory testing. The facility did not provide the intended concentration to be programmed; however, a soft maximum limit override was identified in the event logs. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. A preventive maintenance (pm) test was performed on both suspect pump module and pc unit through alaris system maintenance (asm) passing all tests indicating the devices are within specification. A review of the error log was performed, and no errors or anomalies were noted on the reported event date. On 25aug2025 at 4:04 pm the pump module alarmed for safety clamp open (administration set inserted). Between 4:06 pm and 4:08 pm an infusion was programmed and started for drugid 773 (propofol - .standard) at a rate of 30 ml/hr, volume to be infused (vtbi) of 100 ml, patient weight of 65 kg and a concentration of 10000 mcg/minute. A soft maximum limit was overridden. The infusion was paused and the pump module alarmed for safety clamp open (administration set inserted) and the infusion was restarted. A primary volume infused (pvi) of 0.04 ml was recorded. At 7:01 pm an infusion was programmed and started at a rate of 11.7 ml/hr, vtbi of 13.168 ml, patient weight of 65 kg and a concentration of 10000 mcg/minute. A pvi of 86.832 ml was recorded. At 7:05 pm a remote IV was received, the pump module alarmed for safety clamp open (administration set inserted) and the door was closed. An infusion was started for drugid 773 (propofol - .standard) at a rate of 11.7 ml/hr, vtbi of 100 ml, patient weight of 65 kg and a concentration of 10000 mcg/minute. A pvi of 87.517 ml was recorded. At 8:19 pm the infusion was paused and a pvi of 101.825 ml was recorded. At 8:25 pm the unit was channeled off and the system was powered off. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. Per alaris system user manual v12.3.1, verify correct infusing parameter entry and press the start soft key. For pump module, when beginning an infusion and periodically during the infusion, check the drip chamber to ensure that the drip rate correlates to the intended infusion rate. If an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. If a lower concentration is entered in error, this may result in a higher than intended delivery. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported incorrect concentration on medication could not be determined. The facility did not provide what the intended concentration to be programmed was; however, a soft maximum limit override was identified in the event logs. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alleged incorrect concentration on medication patient involved incident. There was patient involvement and no harm.

Event description:
It was reported that there was an alleged incorrect concentration on medication patient involved incident. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.